Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The revision performed on (B)(6)2018 resolved the issue. The strain relief loop was increased in diameter and sutured down. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was clarified that the lead did not migrate as confirmed by the x-ray. A revision is scheduled for (B)(6)2018. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s lead may be surfacing through her skin. The environmental, external or patient factors that may have led or contributed to the issue are unknown. The issue was not resolved at the time of the report; however, an office visit with their physician was scheduled. It was unknown at this time if a revision surgery was scheduled to resolve the issue. Additional information was received from a manufacturer representative. It was reported that the strain relief loop was pressing against the skin in the patient's back. The patient was to be scheduled for a revision to tack down the loop. The patient also reported that since their granddaughter jumped on them on the couch, they would occasionally feel "stray current" from the leads to the battery. The cause of this was not determined. It was also reported that the ins site was tender to the touch since the jumping incident. It was noted that all impedances were normal. It was noted that no interventions would be taken to resolve the "stray current" issue. It was also reported that the patient wanted more stimulation in their back and less in their legs and the manufacturer representative was able to accomplish this with reprogramming. No further complications are anticipated.